Manufacturer narrative:
E1: initial reporter facility name:(B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 170h set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d2a: common device name and d2b: classification code. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows the product after use and no leak can be observed. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.